Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing near the luer lock. The customer's blood glucose was 319 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer was able to remove the air.